Event description:
The amount of infusion was higher than the originally adjusted dial a flow rate. Therefore, patinet received a 3 times higher amount of heparin. Patient died but not because of the increased infusion rate. Severe oozing hemorrhage into the abdominal wall and bleeding at the puncture point of the central venous catheter was observed.